Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by a zoll netherlands during initial testing; after disassembling the device to determine root cause, the report was no longer seen. A new device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.